Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2015, the humapen ergo teal/clear pen body with a clear cartridge holder attached was reported to have jammed many times, and have an injection button that was very stiff. This humapen ergo teal/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0404a03. The device was returned on 21sep2015, and found to have one engagement tab that was broken off, and one that was cracked. The patient was the user of the pen. Training was via a physician. This device was used for 10 years. The device was returned on 21sep2015. The humapen ergo teal/clear pen body with a clear cartridge holder attached was not continued.

Manufacturer narrative:
No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting evaluation summary: a male patient reported that his humapen ergo device "jammed many times" and the "injection button was very stiff." Investigation of the returned device (batch 0404a03, manufactured april 2004) found the device had one broken clear cartridge holder engagement tab and one slightly cracked tab. The clutch mechanism still engaged and the device remained functional. The device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reported using the device for ten years. The humapen ergo user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. In addition, the patient did not hold the injection button 5 seconds.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On 14sep2015, the humapen ergo teal/clear pen body with a clear cartridge holder attached was reported to have jammed many times, and have an injection button that was very stiff. This humapen ergo teal/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4) , lot 0404a03. The device was returned on 21sep2015, and found to have one engagement tab that was broken off, and one that was cracked. The patient was the user of the pen. Training was via a physician. This device was used for 10 years. The device was returned on 21sep2015. The humapen ergo teal/clear pen body with a clear cartridge holder attached was not continued. The device was returned on 21sep2015, and no malfunction was found. Update 12nov2015: additional information received on 12nov2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the malfunction to no; updated the medwatch and EU/ca fields; and updated the narrative.